Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. It was reported that the customer's needle had come out, but they ended up threading the needle through the cannula and detached it from the set and inserted it back in. The customer's blood glucose level was reported to be 429mg/dl. It was reported that the customer states they felt fine for now and would be calling back at a later time to follow up.